Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they have a faulty reservoir. Customer reports they can smell insulin, see air bubbles, and the reservoir has a leak. Customer had a blood glucose level of 400 mg/dl and treated with a manual injection insulin pen. Troubleshooting occurred but issue remains unresolved. Product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir per dop114-811. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles and not leak.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4) 2018.